Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that a revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. There was also a report that there was pacing inhibition as a result of the oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional received from the local field representative indicated that no further episodes have been noted. A chest x-ray and a lead revision were recommended. However, at this time there is no information to indicate they have occurred. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited myopotential noise resulting in oversensing. The sensitivity was decreased. Subsequent information received indicated that the patient continued to have rv noise and oversensing. It was reported that the patient experienced a syncope event during one of the episodes. Boston scientific technical services (ts) discussed additional programming changes to the sensitivity and provided some troubleshooting techniques. No additional adverse patient effects were reported.